Manufacturer narrative:
No control info was provided, so it's not possible to determine the MFR date.

Event description:
A customer alleged that her son ingested a few drops of control solution. She did not allege any serious injury. The customer ended the call so that she could contact her doctor.